Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our investigation including a clinical investigation which concluded that without the requested clinical information the root cause of the report pain and stiffening cannot be determined. Since the implant remains in-situ the future impact to the patient cannot be determined. No further clinical/medical assessment is warranted at this time. A review of complaint history revealed no prior complaints for the listed batch with the same failure. A review of the manufacturing records did not reveal any deviations that could have caused or contributed to the reported incident. Without the return of the actual product involved, our investigation of this report is inconclusive. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported the patient underwent an mua due to pain and stiffening. Images taken show the tibial baseplate is fractured. A revision surgery has not been performed as of this date.